Event description:
It was reported that a patient underwent a mastectomy procedure on (B)(6) 2023 and suture was used. During the procedure, the sutures broke during surgery again and again in multiple procedures and surgeon used nw5036 suture for skin closure in mrm-left procedure and after the 3rd and 4th bite taken by surgeon, it breaks. This same incident happens with other codes as well no adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide lot number for each product code reported: nw5062p, nw5332, nw5331, nw5036, sw215, sw214, sw213. Could you please confirm the correct quantity involved to each product code reported (in quantity of product involved indicates different quantity than the attached document (nw5062-10 foils, nw5036-18 foils, nw5332- 6 foils, sw215- 2 foils, sw214- 5 foils & sw213-5 foils) please clarify. Could you please confirm the defect product codes that was used for the mastectomy procedure and also quantity for each one of the products for this single procedure? Could you please confirm the defect product codes that was used for the cholecystectomy procedure and also quantity for each one of the products for this single procedure? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Are there photos available that show the breakage suture issue? If yes please provide it. Events reported via: 2210968-2023-00725, 2210968-2023-00726, 2210968-2023-00727, 2210968-2023-00728, 2210968-2023-00729, 2210968-2023-00730, 2210968-2023-00731, and 2210968-2023-00732.